Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case fell causing the infusion set to be pulled out. There was no reported adverse impact customer's blood glucose level. Reportedly, the customer changed the infusion set and resumed insulin delivery.